Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed to move intuitively. The grips opened and closed properly but had imprecise motion when the master tool manipulators (mtms) were manipulated in the pitch motion. The small grasping retractor was also found to have a broken distal pitch cable at the distal end. As a result, the instrument failed to move intuitively and had imprecise motion. The broken cable segment that contains the crimp was missing from the clevis. When pitch cable breakage occurs, the small grasping retractor is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding the instrument being unable to turn and steer was confirmed by failure analysis.blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the small grasping retractor was unable to turn and steer. The procedure was completed with no reported injury.